Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient called the doctor and informed that the implant came out of its own. During post operative check, root tip on #10 was removed.